Event description:
The trilogy evo ventilator was returned to a third-party service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation an error code in relation to v_bus dropped below 8.000v and hard power fail was recorded in the device event log. For this occurrence the technician states" the unit was pulled from storage with a low battery charge. Therefore, the unit was charged and passed the pm assessment, system setup (diagnostic) and final test with no error codes presented during the event log verification". In addition, during testing the technician confirmed the occurrence of low flow leak, therefore the tubing-blower chassis and tubing-low flow o2 were replaced to address the issue. The device passed all testing.